Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they took patient to CT and returned to arctic sun device alarming 47 (control panel communication). Had power the device off and back on. Able to resume therapy with no further issues. Second call same day, two pages from same account, confirmed it was for the same device. Therapy has been running since this weekend and device was now alerting low flow. The patient has not been anywhere with the pads on, according to the customer. Guided to diagnostics showed that the system hours were 1215, pump hours were 106, inlet pressure (ip) was -1.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.3lpm. Disconnected and reconnected pads using proper technique. No significant change in values. Stopped therapy, drained and disconnected pads, placed device in manual control. They got another page from another customer as they were troubleshooting. Explained how to test each pad and watch inlet pressure (ip) in between and advised to call back shortly. Upon call back they were unable to get a stable inlet pressure (ip) of -7psi on the left thigh and right chest pad. Advised to hold onto these pads for return and investigation. They would change the pads and if this did not resolve the issue.

Event description:
It was reported that they took patient to CT and returned to arctic sun device alarming 47 (control panel communication). Had power the device off and back on. Able to resume therapy with no further issues. Second call same day, two pages from same account, confirmed it was for the same device. Therapy has been running since this weekend and device was now alerting low flow. The patient has not been anywhere with the pads on, according to the customer. Guided to diagnostics showed that the system hours were 1215, pump hours were 106, inlet pressure (ip) was -1.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.3lpm. Disconnected and reconnected pads using proper technique. No significant change in values. Stopped therapy, drained and disconnected pads, placed device in manual control. They got another page from another customer as they were troubleshooting. Explained how to test each pad and watch inlet pressure (ip) in between and advised to call back shortly. Upon call back they were unable to get a stable inlet pressure (ip) of -7psi on the left thigh and right chest pad. Advised to hold onto these pads for return and investigation. They would change the pads and if this did not resolve the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.